Event description:
It was reported the lead dislodged and was repositioned one day after implant. Review of manufacturer's database revealed the patient died 6 days later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead dislodged and was repositioned one day after implant. Review of manufacturer's database revealed the patient died 6 days later. Follow up with clinic nurse reported cause of death was sepsis that was unrelated to the device implant or the lead repositioning. Patient presented at hospital with cardiac arrest, acute respiratory failure, gi (gastrointestinal) bleeding, and renal failure. Patient had a long history of severe health problems and was considered a high risk candidate for device implant. It was unclear if patient was pacemaker dependent and it was not stated if autopsy was performed.